Manufacturer narrative:
Block b3: date of event unknown. Approximated one week prior the manufacturer becoming aware of the event. Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7127127. Product family: dbs-ipg-r-MRI upn: m365db12160, model: db-1216, serial: (B)(6), batch: 753136.

Event description:
It was reported that a deep brain stimulation (dbs) patient experienced redness and purulent discharge at the scalps right lead extension incision site. The patient underwent a procedure where the dbs lead extensions and implantable pulse generator (ipg) were removed. It was noted the device nor procedure caused the infection per the physicians assessment, however the cause is unknown. Cultures were taken however the results are unavailable. Physical analysis of the dbs devices was not performed as they were retained by the facility. The patient was prescribed intravenous (IV) antibiotics and did well post-operatively.